Event description:
The following information was provided: on january 30th, 2026, lead mako product specialist reported that on (B)(6) 2026, during the preparation of instruments prior to the start of surgery at the facility, the scrub nurse it was observed that the offset reamer handle (ref. 212760, lot: 5860859) was defective. It could not be inserted through the hip end effector, and upon close inspection, screws were found to be missing. After reviewing the part, it was concluded that the loss of functionality renders it unusable clinically, the unit is not repairable, and it must be replaced. It is immediately separated and is not used in surgery.